Event description:
It was reported that shortly after implant, it was discovered that the right ventricular lead had micro-dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a80525, tissue valve, implanted: (B)(6) 1995. (B)(4).